Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient receiving an unknown drug from an implantable pump used for non-malignant pain and other chronic/intract pain (trunk/limbs). The patient reported their pump was turned off and the drug in the pump was removed around (B)(6) 2017. The patient was having a lot of pain and tenderness since around (B)(6) 2017. The patient indicated they has had some falls and "mini seizures" since (B)(6) 2017. The patient stated "6 or 7". The patient also reported having a continuous low grad fever since (B)(6) 2017. The patient indicated they had an hcp that was willing to remove the pump, but needed some information about the pump. The patient indicated they were back on morphine (2x/day) beginning (B)(6) 2017. The patient was also taking oxycodone (10 mg / 4 hrs) beginning on an unknown date for break through pain. The patient was redirected to their hcp due to the existing symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that the patient¿s pump has been inactive for a year and her doctor removed medication. The patient mentioned the pump battery is "dead" and her pump started beeping in (B)(6) of 2018. She was in the hospital at the time of the report and is unsure if hospitalization is due to pump or not, stating her doctor told her "any time you have something implanted it can cause issues". The reason for hospitalization is because she's been having problems with her bladder, has fluid buildup in her legs, and stated her feet were "like big giant footballs.¿ there was no drug in pump at time of complaints. The patient¿s general surgeon is willing to remove pump, but would like to speak with a manufacturer¿s representative (rep) about the implant. The patient was provided with national answering service (nas) number to provide to hcp to have rep paged. Total system explant was mentioned. The doctor wants to remove system, but does not have removal scheduled yet. The pain management hcp does not work with the pump and the general surgeon was willing to explant the pump. The situation is being address ed by hcp. The patient also mentioned she received two follow up letters with questions on them from the manufacturer and asked if she or her hcp should fill them out. It was advised that the patient complete the letters to the best of her ability and to send back to the manufacturer. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient had pain around the pump site. It had gotten worse over time and now she could barely touch the area. Patient had been to the emergency room (ER) several times now but they couldn't tell if it was her appendix because of the position and large size of the pump. Patient's managing healthcare professional (hcp) was willing to remove the pump but her insurance would not cover the removal procedure unless it was in a hospital and her hcp did not have hospital rights. The hcp was prescribing pain medicaitons but the patient was trying to get off (B)(6) so he got a medical (B)(6) card. No further complications were reported.